Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported the door not fully latched alarm caused by excessive force required to secure the door. This door hooks and latch pins were replaced to correct this condition.